Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system shut down during transport. After transport was completed and the system was turned back on, the system prompted the site to perform motion calibration. The site completed calibration by holding "m" on the pendant, then while booting it was unable to progress past the initializing screen. A medtronic representative (rep) rebooted the system with the image acquisition system (ias) and mobile view station (mvs) connected, reseated the interconnect cable, then booted the ias and mvs back up, with no effect. No patient was present. Troubleshooting information was provided. The ias and mvs were transported separately, and the rep reported within less than 2 minutes, the system showed "standalone mode". The battery indicator was green and fully charged when the rep arrived on site. The battery indicator on the ias dropped to 3 bars during transport. The key/dongle was properly seated in ias. The rep disconnected the ias and mvs, shut them off individually, turned them on individually and then connected them to no effect. The rep disconnected the ias and mvs, shut them off individually, connected them, turned them both on individually to no effect. The rep shut off the ias and mvs with them connected, disconnected them, turned them both on individually, then connected them to no effect.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Codes b17, c20, d15 are applicable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The system was serviced in the field. Tested the voltage coming out of the power tray and found that the ground fault interrupter (gfi) had been tripped. Performed the gfibitclear command and it cleared the error. The system was then operational. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.